Event description:
The customer reported that the system boot up slowly. They also reported that the system displayed poor image quality. The images were very grainy in auto fluoro mode. The procedure was completed with no patient injury.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive, loaded software version 29 and calibration files. He verified kv tracking and image resolution were in specification. He adjusted the fluoro, roadmap and subtraction image settings in utility suite for optimal image quality. The system operates as intended.